Event description:
It was reported that the patient with this implantable pacemaker device experienced shortness of breath (sob). Patient had 17 more months but having what patient thinks is a heart attack and sob. Boston scientific technical services (ts) explained the advisory due to a potential anomaly on the battery and instructed to download the software to monitor for the problem. Patient is concerned about being sent home and having another episode. Boston scientific technical services (ts) referred patient to physician. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.